Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was unable to increase the stimulation therapy. Diagnostic testing revealed many contacts with high impedance values. Images were taken and the physician suspected a lead fracture. The leads were explanted and replaced which restored effective stimulation therapy. The patient's issue was resolved. Note: the patient received two leads with the same lot number.